Manufacturer narrative:
A field service engineer (fse) went on-site and found tubing at the rinse block had popped off. Fse securely reconnected tubing to fitting on the rinse block to resolve this issue. Fse also checked for additional leaks, none were observed. Fse then verified proper instrument operation, ran startup, controls and reproducibility and all were within specifications. The cause of this event is attributed to tubing at the rinse block that had popped off. (B)(4).

Event description:
A customer contacted beckman coulter and reported that after running controls on their coulter act 5 diff cap pierce (cp) instrument, they ran patient samples and noticed a drop of clear fluid on top of the tubes and provided results of 3 patients showing instrument flagged results which alerted the operator to review the results. No results were reported outside of the laboratory and there was no affect to or impact on patient treatment with regard to the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a gown at the time of the incident. No injury or exposure was reported.